Event description:
Pt with subcapital fracture of the right hip undergoing a cemented bipolar arthroplasty. Cement was injected into the medullary canal and the femoral implant stem and neck were driven into the cement mall. Shortly thereafter, the pt's heart rate dropped and she had respiratory distress. Also bp fell. A code was called and 35 minutes later code was determined unsuccessful, pt expired.